Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the fiber break occurred due to mis-handling of the fiber during transit while the fiber was being returned. No fiber damage/ break was noted during the initial reporting of the complaint and it¿s probable the damage would have been noticed at the customer site if it was present at the time. A final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, error codes 444 and 51, fiber not detetcted when inserting 150 micron tfl ball tip single use fiber. Inspection and testing of the returned device found a fiber break. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a fiber break; a kink in the fiber about 6 inches from the distal tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.